Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches, dry coughs and queasiness. There was no report of serious or permanent harm or injury. The device was returned and evaluated by the manufacturer. The internal part of the device was inspected visually. The manufacturer concludes that there was no evidence of visible foam degradation. The device was scrapped.